Event description:
Boston scientific received information that this device system exhibited a shock impedance measurement of less than 20 ohms.

Manufacturer narrative:
The field representative later reported that the patient had been hospitalized and was recovering from abdominal aortic aneurysm surgery on the days that latitude showed the noise and out of range shock impedance measurements. It was noted that the hospital had experienced electro-magnetic interference (emi) issues in the past that had resulted in latitude alerts. The physician will bring the patient in to evaluate the lead after the patient has recovered from the surgery. No adverse patient effects were reported. This report will be updated when additional information is received. Additional information has been provided that this is a device specific issue, not a lead issue.